Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due diabetic ketoacidosis to high blood glucose on (B)(6) 2017, with blood glucose around 600 mg/dl. The customer¿s current blood glucose level was around 600 mg/dl at time of incident and current blood glucose level was 141 mg/dl. The customer blood glucose level was 197 mg/dl. The customer was unsure wearing the pump at time of hospitalization. The customer was treated with pump. The customer pump does not allege under delivery. The customer was advised to speak with health care professional about back up. The insulin pump will not be returned for analysis.